Manufacturer narrative:
Media made available was reviewed by a member of boston scientific medical safety and the investigation conclusion was updated from 'known inherent risk' to 'failure to follow instructions'.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a computed tomography (CT) scan a few days pre-procedure that showed a very ovale ostium of 18mm x 30.5mm. Transesophageal echocardiogram (tee) imaging was performed the day of the procedure which showed multilobe laa anatomy. Tee measured a maximal ostium measure of 21mm with a depth of 27mm. A CT scan of the ostium showed smaller measurement of 18mm x 24mm. A 31mm watchman flx closure device and delivery system (wds) was chosen based on these measurements. A watchman access system (was) single curve was used and because of the difficult anatomy, it was hard to position the was and wds. Numerous recaptures and redeployments occurred and the device was unstable during the tug test. The closure device moved more proximal and there was an unacceptable protrusion of the device on the circumflex artery side. It was decided to fully recapture and remove the 31mm closure device and try a smaller 27mm watchman flx closure device. The same was used and the 27mm closure device was inserted into the was and deployed. The closure device was partially recaptured a few times to try and get a position just in plane to the laa ostium. After multiple repositioning attempts, the closure device was in a better position with a small protrusion of 8-9mm in the worst angle. The tug test was performed with success and showed device stability. The seal was good on tee and angiogram and the compression of the device was 21-22mm compression, which represents approximatively 20% compression. The release criteria were met, so the closure device was successfully implanted. Measurements were taken again and there were no changes. The following day, the patient had an echocardiogram and x-ray which showed the device still in position. The patient was kept in the hospital because he had coronary disease and was waiting to be treated by surgery for the coronary disease. Two days post procedure, the patient expressed discomfort. An echocardiogram was performed and it showed the closure device was in the descending aorta. Since the patient was on list for a bypass surgery they performed the surgery that day and successfully removed the closure device at the same time. The patient recovered well and was discharged.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a computed tomography (CT) scan a few days pre-procedure that showed a very ovale ostium of 18mm x 30.5mm. Transesophageal echocardiogram (tee) imaging was performed the day of the procedure which showed multilobe laa anatomy. Tee measured a maximal ostium measure of 21mm with a depth of 27mm. A CT scan of the ostium showed smaller measurement of 18mm x 24mm. A 31mm watchman flx closure device and delivery system (wds) was chosen based on these measurements. A watchman access system (was) single curve was used and because of the difficult anatomy, it was hard to position the was and wds. Numerous recaptures and redeployments occurred and the device was unstable during the tug test. The closure device moved more proximal and there was an unacceptable protrusion of the device on the circumflex artery side. It was decided to fully recapture and remove the 31mm closure device and try a smaller 27mm watchman flx closure device. The same was was used and the 27mm closure device was inserted into the was and deployed. The closure device was partially recaptured a few times to try and get a position just in plane to the laa ostium. After multiple repositioning attempts, the closure device was in a better position with a small protrusion of 8-9mm in the worst angle. The tug test was performed with success and showed device stability. The seal was good on tee and angiogram and the compression of the device was 21-22mm compression, which represents approximatively 20% compression. The release criteria were met, so the closure device was successfully implanted. Measurements were taken again and there were no changes. The following day, the patient had an echocardiogram and x-ray which showed the device still in position. The patient was kept in the hospital because he had coronary disease and was waiting to be treated by surgery for the coronary disease. Two days post procedure, the patient expressed discomfort. An echocardiogram was performed and it showed the closure device was in the descending aorta. Since the patient was on list for a bypass surgery they performed the surgery that day and successfully removed the closure device at the same time. The patient recovered well and was discharged.